Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted radical nephrectomy procedure, the patient sustained a puncture injury to the vena cava, and the procedure was converted to an open approach. There were no issues with the dv system or instruments/accessories, and the robotic instruments were used to maintain pressure at the site of the injury. The patient is currently in the intensive care unit (ICU).